Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously low thyroid-stimulating hormone (tsh) results generated by the access 2 immunoassay system for two patients. The results were reported out of the lab. Subsequent testing produced results within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The tsh samples were collected off-site in lithium heparin plasma tubes with a gel separator. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic and precision test with good results. The fse inspected the customer's samples and did find some samples with gel slants and mixed with cells. The fse provided the customer with pre-analytical sample handling literature. Although sample handling may have contributed to this event, a definitive rot cause has not been determined to date.